Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the gasket from the device was found in the pt's abdomen and was retrieved laparoscopically. Another device was opened and used to complete the procedure. There was no consequence to the pt.